Event description:
The consumer stated that she experienced pain after inserting a tampon. She later found a clear round plastic piece, from the applicator, inside of her. She was able to remove it.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.